Manufacturer narrative:
Additional, corrected, and/or changed data: clarification to serial number: lot number provided as (B)(4).

Event description:
Patient reported right side is "getting smaller" and showing "a little rippling." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side is "getting smaller" and showing "a little rippling." Device remains implanted.